Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose for two weeks, and was hospitalized due to high blood glucose. The glucose reading at the time of hospitalization was 457 mg/dl. Nothing further was reported.